Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 40 mg/dl to 278 mg/dl. The cause of the fluctuating bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline, and consumption of carbohydrates. Reportedly, the customer was released on 07/12/22 with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.